Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the proximal-mid left anterior descending (lad) artery. A 2.5x18mm xience skpoint stent was implanted, post imaging was performed and stent was post dilatated with unspecified nc trek balloon. The patient began to vomit and st elevation was observed. Upon re-imaging the lad was observed to be occluded down from the ostium to distal bed. Angioplasty confirm acute thrombosis and a non-abbott stent was placed proximal to the existing stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.